Manufacturer narrative:
Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that a stryker drill they suretraked in a spine case was inaccurate. They placed the small clamp with black tracker on a stryker drill and calibrated the instrument successfully. When the surgeon began to use the drill, the instrument was not accurate in the trajectory; coming in at a wrong angle. The surgeon was holding the instrument pointing down at the posterior aspect of the spine and tried recalibrating, which was successful, however, the issue remained. Navlock and the ball tip probe navigated correctly with no issues. The navigated instruments worked correctly and they were able to use navigation for the case. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the patient outcome.